Event description:
Staff noted on several occasions that bd nexiva 22 ga x 1 in single port IV catheters were not providing flashback of blood, when other indicators were showing that the catheter was appropriately placed in the vein. Product samples were sent to bd for testing. Results from manufacturer testing indicated occlusion between the flash notch and the needle tip. The occlusion was found to be consistent with non-foreign material used during assembly, such as lubricate or adhesive. The affected lot numbers noted include 5003791 and 5003789. There is no suspected harm to patients at this time. Reference report: mw5177965.